Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was reading in the incorrect language. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that the meter issue occurred on (B)(6) 2016 at 08:00pm. The patient manages her diabetes with fixed insulin doses and consumed less food or drink on (B)(6) 2016 at 08:35pm in response to the alleged issue. The reporter detailed that the patient developed symptoms of "dizzy and stroke symptoms" 30 minutes prior to the issue occurring and that from 08:35 to 09:00pm on (B)(6) 2016, the patient was treated by the emergency medical services (ems) with an unspecified dose of insulin. The reporter claimed that the patient had her blood glucose tested on an ems meter which gave results of "72 and 41mg/dl". During troubleshooting the cca noted that the issue was resolved. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention from a healthcare professional for a blood glucose excursion after the alleged issue occurred.